Manufacturer narrative:
(B)(4) patient code for pain in feet and fingers.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging a strip issue with his one touch verio test strips. The test strips were sticking together. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the strip issue has begun on an unknown date and time 2 or 3 weeks prior to contacting lfs. The patient informed the cca that they manage their diabetes with insulin (self-adjuster) and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient reported that he developed symptoms of ¿legs shaking, felt pain in feet and fingers¿ immediately after the alleged issue began. The patient detailed that he was treated with ¿2 glucerna tablets¿ from a healthcare professional (hcp) and felt better. The patient did have blood testing done on a hospital meter. However, he was unable to recall the results. At the time of troubleshooting the cca noted that this was not the first time the product was being used and the patient was unable /unwilling to answer if the test strips were sticking due to static as he had limited dexterity. The patient¿s products were replaced this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.